Event description:
It was reported that (1) tsg45 device was used during a thoracoscopic wedge resection of lung procedure. It was reported by the rep that the surgeon fired the stapler and hit the release button. The stapler would not open. After pushing open the handles to the stapler, the surgeon noticed the distal tip of the staple line. The staples had not completely fired and the cut line was past the staple line. Hemostasis was achieved with electrocautery and the case was completed. There was extended or time by 5 minutes. There was no consequence to the pt.